Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl and the cause was not known. The customer went to a healthcare provider's office to be treated. Tandem technical support performed a partial system check with the customer before the customer ended the call. No device issues were identified. Although multiple attempts were made, the customer did not reply to the requests for information.